Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. On interrogation the pump logs showed one stall and recovery and another motor stall with no recovery. It was also noted that patient had MRI five days ago. Patient experienced somnolence, low blood pressure and was difficult to arouse. The pump was replaced. Drugs delivered via the pump were morphine, bupivacaine and baclofen (compounded).

Event description:
As of last week the patient was doing great and has fully recovered.

Manufacturer narrative:
Final analysis of the device revealed motor corrosion and feedthru anomaly. (B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: 2007-(B)(6), explanted on: unk; catheter model: 8731sc, serial # (B)(4), implanted on: 2007-(B)(6), explanted on: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.